Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: model # = gpn. Investigation evaluation: as reported, during a ureteroscopy, the polymer jacket of a 'hiwire nitinol hydrophilic wire guide' separated, exposing the metal core of the wire guide. The separated material was removed using a tripod type forceps. Another wire guide was used to complete the procedure. The device was used one time with a ureteroscope. The wire coating was activated using a syringe into the wire guide loader and the coating was activated in a few seconds and the wire was kept hydrated while not in use. The wire coating separated after approximately 20 minutes. The coating was recovered during the same procedure using 'tripod type pliers'. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One, used, hiwire nitinol hydrophilic wire guide' was returned for investigation. The wire guide was is stuck inside a non-cook device that the wire guide was fed through. The inside diameter of the non-cook device would not accommodate the outer diameter of the wire guide and therefore stripped off the plastic coating of the wire guide. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint from the same customer associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.) Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
B5: additional information received 20jun2024 and 25jun2024. Correction: h6: annex f, annex a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20jun2024 and 25jun2024: the device was used one time with a ureteroscope. The wire coating was activated using a syringe into the wire guide loader and the coating was activated in a few seconds and the wire was kept hydrated while not in use. The wire coating separated after approximately 20 minutes. The coating was recovered during the same procedure using 'tripod type pliers'.

Event description:
As reported, during a ureteroscopy, the polymer jacket of a 'hiwire nitinol hydrophilic wire guide' separated, exposing the metal core of the wire guide. The separated material was removed using a tripod type forceps. Another wire guide was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: customer (person) address = (B)(6) hospitalier this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.